Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the housing was cracked and the chassis was broken. One instrument lever was dislodged and returned with the instrument. The banana plug was also found bent and damaged. Additional observation was main tube damage. The main tube insulation exhibited a damaged section with tube insulation removed approximately 1.38 from the distal end. Material was missing. Several deep scratches were observed at the distal end as well. The customer reported complaint does not itself constitute a MDR reportable event; however; missing tube insulation, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
A monopolar cautery instrument was returned without any event information. No complaint was communicated to intuitive surgical regarding performance of the da vinci surgical system. No malfunction of the da vinci system was alleged there were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.